Event description:
It was reported that during a lap lobectomy, the firing trigger could not be grasped fully at the unknown stroke of the 2nd firing. The 2/3 staples were formed. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device start to deploy staples and cut and then stop?---yes. What was the appearance of the entire staple line (intact, malformed staple, etc)? ---no information. What color cartridge was being used? ---blue. What other color cartridges were used before and after this event? ---no information. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---the firing force was higher. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The analysis results showed that one ecr60b was received instead of the reported sc60a. The reload was received partially fired, consistent with an incomplete or interrupted cycle. The returned reload was reset and loaded into a test device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.